Event description:
Patient developed two abscesses, each 1/2 cm wide in the upper outside underarm after a miradry treatment. Patient reported hospitalization but would not share any treatment information, medications or current status.

Manufacturer narrative:
There have been no issues with any sterile disposable manufacturing lots produced to date.